Event description:
This patient experienced intermittency and decreased sound quality for several years. Reprogramming the device was helpful until 2001. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled the healthcare professional has been informed that the explanted device should be returned to cochlear corporation.